Manufacturer narrative:
No injury, procedure delay, or cancellation occurred as a result of the reported event. The event occurred on a weekend after all surgical procedures had been completed for the week, no evacuation occurred. No smoke was observed by the user facility. A steris service technician arrived on-site, inspected the amsco 3052 washer, and confirmed the unit's air compressor overheated resulting in the user facility's smoke alarm to go off. The user facility's smoke alarm was located in close proximity to the amsco 3052 washer's air compressor. The technician replaced the air compressor, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported with the amsco 3052 washer. A review of complaints with the amsco 3052 washer indicated that this is an isolated issue. The air compressor subject of the reported event is being returned to steris for evaluation, a follow-up MDR will be submitted should any additional information be obtained.

Event description:
The user facility reported that the air compressor on their amsco 3052 washer overheated, causing the smoke alarm to go off in the facility.

Manufacturer narrative:
The air compressor subject of the reported event was returned to steris for evaluation. The evaluation identified that the air compressor overheated due to a failure of the electric engine; however, the exact cause of the failure could not be determined. A review of complaint records indicates that this is an isolated event. No additional issues have been reported with the amsco 3052 washer.